Event description:
It was reported that the charger for the ilet system was not charging the device despite attempts to charge with the case removed, the screen facing up, and using an alternate outlet, and a replacement charger was arranged. Symptoms included none reported. Outcomes included no functional impact beyond inability to charge and no alerts or alarms reported. Investigation included troubleshooting with the user and education on proper charging steps. Investigation of this case revealed a suspected charger malfunction consistent with a nonfunctional external power supply component. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charger.